Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking multilayer bag set. This event did not involve a patient. There is no additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.